Event description:
A medtronic representative reported an inaccuracy that occurred while in a thoraco-lumbar fusion procedure. They were doing multiple spins and placed reference frames at t2 and t12. The surgeon had performed multiple osteotomies and then attempted to navigate when a 3 mm lateral inaccuracy occurred. As the surgeon got closer to the frame, the navigation became more and more accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Per onsite investigation: this was a multilevel spinal surgery. Multiple spins were performed and reference frames were placed at t2 and t12. The surgeon performed multiple osteotomies and then was attempting to navigate when the alleged inaccuracy occurred. Reference frame movement can occur if bone is removed post registration spin, rendering registration invalid. As the surgeon got closer to the frame, the navigation became more and more accurate. IFU states, "for spinal procedures, secure the frame at the vertebral level of interest to ensure accurate registration and navigation." On (B)(4) 2013, a medtronic representative following up at the site performed a preventive maintenance check. System checked out properly. The stealthstation and o-arm used that day have been tested and several navigation spins done to test accuracy on a spine sawbone model, and all navigation was accurate. No further subsequent issues, system functioning normally, unable to replicate alleged inaccuracy.